Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was suspected that the pacemaker exhibited signs of premature battery depletion. Device replacement was discussed. No patient consequences were reported.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Analysis was normal. No anomalies were found.

Event description:
New information received states that the pacemaker was explanted and replaced. The patient was in stable condition post procedure and recovering gradually.